Event description:
It was reported that during a ptca procedure, after advancing the guide wire, a dilatation catheter was advanced into the lesion and inflated to 3atm. A perforation was noted, and a pericardiocentesis was performed, aspirating 10cc of blood. The pt remained stable during this time. The pt was then taken to or for CABG. The info reported revealed that the physician was uncertain as to which device was associated with the dissection. No other info was provided.